Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had diminished battery life. The insulin pump lost 15 minutes per month. The insulin pump had sticky buttons. Customer's blood glucose level was not reported. The device was not returned.